Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin flow blocked alarms. The customer¿s blood glucose level was 310 mg/dl. The customer stated that they have tried all remedies. The customer performed troubleshooting. Customer reported that the tubing was not bent. Customer stated that insulin exit. Customer experienced the insulin flow block alarm repeatedly. The customer was advised to revert to back up plan. The device will be returned for analysis.